Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 5 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient's lactate dehydrogenase levels (baseline 200-300 u/l) spiked to the middle 800's u/l. The patient was reportedly doing fine, on heparin gtt, coumadin initiated and aspirin was started. Other labs for the patient were normal. Urine was clear, flows were in the high 6-7's and there were no power spikes. An echocardiogram showed that the inflow cannula pointed toward the papillary muscle which was obstructing flow. There was no alarm for the event. On (B)(6) 2016, the center decided to exchange the pump and remove part of the muscle obstructing inflow. The entire pump except the outflow graft was exchanged. While looking for air and inflow the surgeon noticed a patent foramen ovale (pfo) that was repaired previously. After further repositioning the inflow to several different angles and anchoring, the surgeon was not satisfied with placement and decided to repair the original core and make a new one with the patient going on bypass again. The left ventricle (lv) was repaired as if it was an lv aneurysm repair w/ ptfe wrap and bioglue. The pump was initiated at 6000rpm''s, nor more than coming off bypass increased rpm''s and sucked air. The lvad was turned off and the patient was placed back on bypass. It was reported that they were unable to maintain flow and never really could get flow above 2.5 liters. A transesophageal echocardiography noted a clot in the left atrium which was obstructing the left ventricle and filling. At this time the patient was hypotensive. The surgeon was going to place a 3rd pump; however, elected to place patient on alternative support (extracorporeal membrane oxygenation) and the pump was explanted. On (B)(6) 2016 the patient expired. The cause of death was reported as 'suspected thrombus'.

Manufacturer narrative:
Additional information- the pump placed during attempted pump exchange, heartmate ii lvad, serial number (B)(4), was also returned for evaluation. The patient¿s original pump and the pump placed during attempted exchange were both returned for evaluation. The report of thrombus was not confirmed, evaluation of the pumps revealed no deposition inside the pumps. There was no evidence that the inflow cannula had been in an abnormal position based on the evaluation and no images of the inflow cannula malposition were provided. Log file data from (B)(6) 2016 indicated that the pump power values ranged from 4.2 watts to 7.6 watts and estimated pump flow values ranged from 3.6 lpm to 10.1 lpm. There were no atypical alarms captured and the pump speed remained above the low speed limit for the duration of the log file. The system appeared to be operating as intended. Electrical continuity testing of the returned portion of the driveline for both pumps did not reveal any discontinuities or shorts. The pumps were cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and both device functioned as intended. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.